Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a raw and bruised skin irritation from the ucor hfams patch. The patient reported that the skin is open and weeping. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the device and apply neosporin and gauze to the skin irritation. Outcome of the skin irritation is unknown.